Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic hernia repair. According to the reporter, during the procedure, the client opened two balloon trocars. Both did not inflate. The client used a different product since they did not wan to open another of this device. There was no patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used.